Event description:
The patient had undergone a sling procedure in 2002. The patient presented complaining of vaginal pain. An exposed section of the mesh was noted protruding from the vagina. The physician has scheduled the patient for surgery in 2003 to repair the exposed area.